Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during testing, all the keypad buttons were under responsive. The keypad cover was removed and evidence of contamination was observed on the key contacts. Unrelated to the complaint, the battery compartment was cracked. Additionally, the display was dim and discolored.